Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the device was replaced. The health care professional confirmed the ins was repositioned several years ago and had not worked since. He has not significant pain relief since the repositioning. In the past 7 months, the pt has not been able to generate any stimulation to the system. The pt's pain physician felt the system was broken. The total device system was replaced.